Manufacturer narrative:
(B)(4). Batch # m54l00. Additional information was requested and the following was obtained: the procedure was an open thoracotomy right upper lobectomy procedure. At the first firing with a green reload the device was articulated on the fisher which was thin tissue and the device was fired. The staple line and cut line were complete. The resident tried to de-articulate the device and the device would not de-articulate. The resident tried to push down the red knife reverse button and it would not move. Clamps were placed on the tissue and over sewed lateral to the clamps. The device was cut off the tissue. A second device was pulled and the procedure was completed with no patient consequence. The procedure was prolonged 45 minutes. The rep stated that the intra-op or post-op care was not changed for the patient. . The analysis found that one ec60a device was returned in good visual condition and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the knife return stroke was not completed as the opening mechanism was damaged. The knife was returned manually and the device was opened. Upon firing of the device it was disassembled and the indicator disk was noted to be damaged the found damage on the indicator disk prevented the interaction with the return rocker which is part of the opening mechanism, therefore the device would not return the knife automatically. Event could not be confirmed as the device was articulated and de-articulated as intended. The reported event could not be confirmed as the manual switch worked as intended. No conclusion could be reached as to what may have caused the damage to the indicator disk, however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device is stuck on lung tissue. Brought end user or staff on line. Reviewed troubleshooting steps with staff. Unable to release instrument. Unknown how issue was resolved.